Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the case of the battery tube side, keypad anomaly, and short battery lifetime. The customer reported a blood glucose value of 275 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-862a, mmt-332a, mmt-1884l, and mmt-7040ma. Troubleshooting was not performed for the high blood glucose, keypad anomaly, and short battery lifetime. No further patient complications were reported. No product return is required for mmt-862a, mmt-332a, and mmt-7040ma. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected failed batt test alarm noted during testing. Unit received with an intermittently responsive keypad at the left button. Pump was cut open to perform visual inspection and found corroded keypad traces at the left button. No stuck key alarms noted during testing, however, unit was successfully downloaded using thus software. [On adapt, no relevant alarms were noted or during a complaint call that might have triggered the reason complaint. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage ( ul vlith ) and loaded voltage (loaded vlith) ) was within spec range. Battery cycle 4.0 received the lowbatteryalert (104) on 10/13/2025 09:05:00 after more than 7 days at 16.27 days. Battery cycle 3.0 received the lowbatteryalert (104) on 09/26/2025 14:29:00 after more than 7 days at 14.05 days. Battery cycle 2.0 received the lowbatteryalert (104) on 09/12/2025 12:52:00 after more than 7 days at 13.26 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, label damage and pillowing keypad overlay. In conclusion, intermittently unresponsive left keypad button was observed during analysis and confirmed due to corroded keypad traces. However, unit passed all required tests and low batt test alarms not confirmed. Multiple failed batt test alarms on event date due to customer insert low battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.